Event description:
After creating the map in the left atrium, a pericardial effusion occurred. During catheter movement, a short increase in pressure was noted before starting ablation. After a control echocardiogram, ablation began. After 5 ablations, the patient became hypotensive and an echo revealed a pericardial effusion. The procedure was stopped and the patient was transferred to surgery to resolve the bleeding. However, after approximately one week in intensive care, the patient expired. There were no reported performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion and subsequent death remain unknown.

Event description:
After creating the map in the left atrium and changing the roving catheter to the ablation catheter, a pericardial effusion occurred which was treated on site.